Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead noted dried blood/body fluid in the lead lumen. No further testing was performed. Analysis was unable to refute the allegation of dislodgement.

Event description:
--

Manufacturer narrative:
The product has been received and is currently being analyzed. When testing is completed, this report will be updated.

Event description:
Boston scientific crm received information that this left ventricular (lv) lead dislodged. In a revision procedure the lead was explanted and successfully replaced by a new lead. No adverse patient effects were reported.